Event description:
We have had previous issues with neobar, which was entered to FDA. Since that report, we have had 2 more events in which the hard component of the neobar had come detached from the adhesive on the infant's cheek. The alarm had gone off indicating that the infant's oxygenation level was decreasing (desaturating). The neobar was replaced without extubating the infant. In both cases, there was no harm to the patient; however, the risk of potential harm is great.======================manufacturer response for et tube holder, neobar (per site reporter).======================they previously sent nicu neonatal intensive care unit a "clinical complaint questionnaire."